Event description:
Subject is a status post open recurrent incarcerated complex incisional hernia repair with biologic mesh (strattice) and a right hemicolectomy on (B)(6) 2013. The subject was discharged on (B)(6) 2013 with home health care. Subject was seen for her routine post op visit to remove staples on (B)(6) 2013 with no adverse events noted. On the follow up visit on (B)(6) 2013, the subject was afebrile with the midline wound opened and draining and was admitted to the hospital for wound care of a deep incisional surgical site infection.